Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported touch panel doesn't respond. There was no patient involvement. The manufacturer¿s field service engineer (fse) confirmed the right upper part on the touch panel didn't respond. The fse replaced the touchscreen to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 04aug2020. B4: 05aug2020. The touchscreen assembly was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the touchscreen assembly revealed no scratching or other damage. Pin to pin resistance testing failed from pin 1 (ul y) to pin 4 (lr x). The touchscreen assembly was then installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned touchscreen assembly failed calibration testing. The buttons at the bottom edge of the screen did not respond properly. The reported event was verified. Resistance measurement failed to test, and calibration of the touchscreen assembly did not perform correctly. The touchscreen was found to fail specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.